Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would shut off on its own. The programmer passed incoming testing. It was indicated that keyboard was broken and the electrocardiogram (ECG) connector did not fit properly. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was shutting down on its own. The programmer was returned for service. No patient complications have been reported as a result of this event.